Event description:
It was reported that approximately two months post implant, the patient experienced inappropriate therapy when their right ventricular (rv) lead dislodged from the ventricle into the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.